Event description:
On (B)(6) 2013, dealer rep with sigma emailed this complaint from a dentist. She stated she had no other info. The dentist complained that the clamp broke after short time of use.

Manufacturer narrative:
Device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." The clamp was used well beyond the use life of the clamp against for use warning. The clamp was overextend against direction for use warnings. The clamp is warranted for use for one year after purchase. The clamp was manufactured 3 1/2 years ago. Analysis of returned broken clamp - (B)(4). Item evaluated: (B)(4) ivory rubber dam clamp ss 13a reg molar. Lot no: a9. Manufacture date: 09/2009. Receipt date: (B)(4) 2013. Complaint: broke after short time of use. Eval summary: when reassembled, the clamp was grossly distorted from its original shape. It was obviously permanently deformed even if the breakage and not occurred, vastly unable to return to its original formed shape and jaw proximity. Cause of breakage: over-extension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. The clamp was far past its one year shelf life. Repeated exposure to acidic cleaning substances and autoclave heat past the recommended life span can cause adverse effects on the atomic lattice structure of the metal. Effect on the clamp by excessive heat and acids is potentially damaging to the clamps original heat treated and tempered (bct) martensitic lattice structure. Conclusion: the complaint is not confirmed due to misuse and usage beyond the recommended use life. Due to the aforementioned reasons, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.